Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation showed that the battery data was 2.61v and 11 kohms. After the first interrogation, the device could not be programmed. A second interrogation could not be completed.